Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).